Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 375cc mentor memorygel left breast implant and a 175cc mentor memorygel right breast implant experienced bilateral hematoma post procedure. Patient stated that breast turned black and hard. Moreover, patient experienced internal bleeding. As a result, patient underwent bilateral removal and replacement with two unspecified smooth gel breast implants on (B)(6) 2015. This medwatch form is for the right breast prosthesis.